Manufacturer narrative:
D9. Date returned to mfg: 20-may-2024. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation in good physical condition. After visual inspection, functional and electrical tests were performed. The customer's problem could not be duplicated, and the root cause was undetermined. Preventive service was performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a permanent alarm, even when the tank is full. The device was pretested before using it on the patient. There was no patient involvement and no harm/adverse event reported.